Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the device was explanted on august 21, 2014, due to magnet dislodgement, abcess and inflammation.the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2015.